Manufacturer narrative:
Additional information: the patient reports a septic infection for three days postoperatively and two kidney infections. The patient also reports mental anguish, and memory loss due to the complications.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the patient sustained a ruptured ureter from a light burn, which was identified during recovery. The initial robotic procedure was completed without any reported intraoperative complications; the surgeon noted the procedure was difficult. A computed tomography (CT) scan was performed postoperatively; however, the patient was discharged home. The patient returned to the surgeon's office for further evaluation and was then referred to a urologist, and a ureteral stent was placed for a ruptured ureter for approximately 8 weeks. Throughout the course of recovery, the patient sustained two hospital-acquired bacterial infections and further hospitalizations.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.